Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was leaking pneumo around the seal. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Damaged sleeve assembly. The analysis results found that the device was returned with the sleeve cap separated from the sleeve; the latch spring was missing. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The (B)(4) sundt shunt was in involved in an event during a carotid endocardorectomy. When placing the sundt shunt during the procedure, it was noted that the distal end of the shunt to proximal end had little blood flow. Reversed the shunt with only a little more blood flow. It was decided to revise to another her sundt shunt which worked fine. Patient outcome good however, they had to clamp the carotid for a slightly longer period of time.